Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hole in the bag and the medication cassette was leaking. The event occurred during manufacturing, before sending it to the customer. There was no patient involvement.

Manufacturer narrative:
Received one device, in attempts to replicate clinical use the cassette bag was attempted to be filled with 100 ml of water using an ICU medical provided syringe. During the fill process a leak was observed to be coming from the internal bag at the seal. The complaint of leakage can be confirmed due to the failure mode observed of leakage at the internal bag seam. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.